Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2367 alarm. The patient stated that the issue was resolved and the alarm was discussed with her nurse. The patient stated she is doing fine and continuing therapy. This complaint for a system error 2367 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) reported a system error (se) 2367. The technical service representative (tsr) advised the hp to use manual supplies to complete therapy. The hp stated she did not have any manual bags for therapy. The tsr then advised the hp to contact her nurse(rn) or health care professional immediately after the end of this call. There was no patient injury or medical intervention indicated at the time of the initial report.